Event description:
It was reported that a balloon did not fully deflate and could not be removed from the sheath. A percutaneous transluminal angioplasty was being performed. The 5.0 mm x 100 mm, 135 cm ranger drug coated balloon (dcb) was inserted, placed at the lesion and inflated. The balloon was unable to be fully deflated and was unable to be pulled back through the sheath despite repeated attempts to deflate. The balloon and sheath were removed surgically.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the ranger dcb catheter was returned along with an unknown wire and a 5f non-bsc introducer sheath. The wire could not be removed, so it was measured with a calibrated snap gage, and found to be .0175 inches, and stuck out of the tip for 39cm. There was fluid in the balloon and inflation lumen (shaft). The introducer sheath was received over the folded part of the balloon, and the introducer sheath was damaged (flattened) for a length of 8mm that started at the strain relief. The balloon protector was found to be still on the device, and on the proximal shaft, next to the loading tool. The tip, balloon, and inner/outer shaft were microscopically and visually inspected. Inspection revealed the balloon was partially open (unfolded) and contained fluid with 38mm of the balloon still folded in the original manufactured state (and located inside the introducer sheath). Inspection also found the inner shaft was separated 16mm for the tip of the device and the shaft was damaged (stretched) for 21.1 cm starting at the proximal weld with additional shaft damage (buckling) inside the stretched shaft area. Investigation of the remainder of the device found no other damage or irregularities. Functional testing of the device was performed. An inflation device (filled with water) was attached to the hub of the ranger and negative pressure was applied, attempting to deflate the partially inflated balloon. The balloon could not be deflated, so positive pressure was applied, and the device could not be inflated either. The device failed the functional testing.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon did not fully deflate and could not be removed from the sheath. A percutaneous transluminal angioplasty was being performed. The 5.0 mm x 100 mm, 135 cm ranger drug coated balloon (dcb) was inserted, placed at the lesion and inflated. The balloon was unable to be fully deflated and was unable to be pulled back through the sheath despite repeated attempts to deflate. The balloon and sheath were removed surgically.